Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
The following is based on the medical records received from the patient's treatment facility. This peritoneal dialysis (pd) patient was hospitalized for confirmed (B)(6) peritonitis. He was treated with vancomycin.